Manufacturer narrative:
(B)(4). Concomitant medical products - medical product: unk vanguard ps femoral component catalog # unknown lot # unknown, unk vanguard ps tibial component catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2023-00363, 0001825034-2023-00366. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent an additional procedure post implantation due to a previous peri prosthetic fracture and infection in knee. No implants were removed. Attempts to obtain additional information have been made; however, no more is available.